Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip applier was delivering crossed clips and clips that were not closing at the tips. Verified with customer that he had pre-loaded the device. Also verified the size of the vessel he was going around was very thin. The patient was older, thinner patient. Also asked if there was excessive pushing on the device and he said there was not. Obtained another device to successfully complete the surgery with no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 9/30/2021. D4: batch # v94z13. Investigation summary: the product was returned for evaluation. In addition, a tyvek wrapper was also received along with the device. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was returned with no damage to the external components. Upon visual inspection, one clip was noted to be unformed in the jaws. The condition of the clips is most likely due to the trigger not being completely squeezed. The clip was removed in order to perform functional testing. In an attempt to replicate the reported incident, the instrument was tested for functionality. Upon testing, the device was cycled, and it fed and formed the remaining seven clips as intended. Device was fired without any difficulty. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following: "caution: do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation. Do not insert the clip applier through a trocar if a clip is present in the jaws. This may result in clip malformation, dislodged clips, or damage to the instrument. If a clip is present in the jaws, fully squeeze the trigger against the handle, then fully release the trigger to release the clip from the jaws before inserting the device through the trocar. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.